Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During eval, the device experienced a system error 105 during power up. Eval found the cause to be a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no pt involvement.